Manufacturer narrative:
The reported event of high pacing impedance could not be confirmed. The device was received with normal telemetry and output. The lead impedances were within normal ranges of operation. A longevity assessment revealed the device was operating above the elective replacement indicator (eri) voltage level with appropriate remaining longevity. During analysis, a failure event was observed which was unrelated to the reported event. Visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. A feedthrough leak test was performed, indicating no sign of hermeticity breach. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly.

Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that a high pacing impedance was observed on the left ventricular (lv) channel during an implant procedure. The device was explanted and replaced to resolve the event and the patient was in stable condition. After replacing the device, the impedance returned to an acceptable level and the physician alleged the event was related to the device.